Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact without peeling or visible damage. The keypad cover was removed for investigation and revealed contamination under the contacts of the buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that two days ago the down arrow keypad button began with intermittent unresponsiveness when pressed. The reporter further reported that the next day, the unresponsiveness was getting worse and today the button does not respond at all, requiring multiple presses with excessive force to evoke any response. The patient is reportedly unable to program the pump to deliver desired bolus deliveries. The keypad is reportedly intact. The patient reportedly wears the pump under clothing clipped to a bra and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved at the conclusion of the call.